Event description:
It was reported the insulin pump alarmed button error and the buttons were not responding. Customer's blood glucose was 11mmol/l. Customer changed the battery and issue persists. The buttons on the insulin pump were not pressed longer then three minutes. The device was not dropped or bumped. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive button response due to corroded keypad traces. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.